Manufacturer narrative:
Internal complaint - (B)(4). Autonumber # (B)(4) the device was returned to the factory for evaluation. A visual inspection was conducted. Blood on shaft tip and charred tissue were observed on the heater wire, which was observed to be intact. The silicone insulation on the cold jaw was observed to be peeled away from the tip of the cold jaw to the center, and the distal potion of the tip of the cold jaw, exposing the metal portion of the cold jaw. Based on the return condition of the device the reported failure "peeled jaw" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They noticed loosening of the covering on hemopro jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They noticed loosening of the covering on hemopro jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.